Event description:
The hospital reported that one device in question "was left in the patient - is now in femoralis communis." The second device in question could be removed. The hospital reported that the patient is in stable condition. Additional information revealed that there was reported difficulty in moving the device in question through the catheter, that a cobra 5fr catheter was used in the procedure, and that the physician no longer works at the user facility.

Manufacturer narrative:
The device in question was returned to the manufacturer for evaluation. A device history record (DHR) review, an initial condition exam, a dimensional check, and a functional check were performed as part of the device evaluation. The DHR was reviewed and no anomalies were noted. The initial condition of the device in question showed that it had been deployed and was removed from the patient. On one device in question, the end was stretched and kinked. Measurable dimensions were within specification, except for the coil length (coil stretched and kinked). Results from the functional test showed that the first coil became stuck in the catheter but was subsequently removed. The second coil became stuck in the catheter but became free upon removal of the introducer. The returned section of the cordis 0.035 catheter was measured and found to be inconsistent with the specifications as per the directions for use (dfu). The cobra 5fr catheter, also used in the procedure, has a 0.038 internal diameter, which is as recommended in the dfu. It cannot be determined as to which catheter was used with the device in question. Based on the above facts and findings, the user's complaint was not confirmed. Boston scientific cannot conclusively determine the cause of the user's experience. No corrective action plan will be initiated. If further significant information is found, a supplemental report will follow.